Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.